Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. Investigation resulted in the need to file this medwatch 3500a form to address this corrective action. This is not related to any field action or product recalls.

Event description:
A physician reported a large 500ml bleed post operatively 2-3 hours after performing an elevate procedure. There was no more bleeding than normal at the time of surgery. The physician believes the bleeding was probably due to aberrant vessels in the area, and based on the slowness of the bleed probably a vein. The pt did not need a blood transfusion.